Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -17.5 diopter was implanted into the patients right eye (od) on (B)(6) 2024. The patient experienced excessive vault. On (B)(6) 2024 the lens was exchanged with a shorter length lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).